Manufacturer narrative:
Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported ¿issues¿ with the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issues, but no response was received.